Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture, seroma-late and capsular contracture, baker grade iii. Healthcare professional later reported "chronic inflammation" and "foam cell collection." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture, seroma-late and capsular contracture, baker grade iii. Healthcare professional later reported "chronic inflammation" and "foam cell collection." Device has been explanted and replaced.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side rupture, seroma-late and capsular contracture, baker grade iii. Healthcare professional later reported "chronic inflammation" and "foam cell collection." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture, seroma-late and capsular contracture baker grade iii. Healthcare professional later reported "chronic inflammation" and "foam cell collection." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: device patch with lot number 2900919 and catalog number fx 360g. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ local reaction-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ local reaction: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.